Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One (1) 3.2mmx40mm rnglc+ acet drl bit (item# 31-323240, lot# 882270) was received and evaluated against the complaint. Product was identified by the lot number etched along the shaft. Product was returned in two (2) pieces and all pieces were returned. The drill bit fractured just above the beginning of the cutting edge. The shaft has scratches over its entirety. There are nicks along the cutting edge of the drill bit. No other damage noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit was fractured, no adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.